Manufacturer narrative:
Mobius mobility assistive technology professional (atp) met with the user on (B)(6) 2025 and had access to the device for investigation. The atp reviewed what happened when his ankles were injured and what additional could be done to help prevent it in the future. This is the users 2nd event of running over their feet (see report number: 3014522447-2025-00005). The user was interviewed by the mobius mobility service team and indicated that he was not using the positioning strap at the time of this event. The user did not indicate he had any issues with the ibot nor did the atp find any issues on (B)(6) 2025. Mobius mobility reviewed the user's original device configuration and the history of support call and parts requests from the user. The user adjusted their thigh guides, so they stuck out the front, and started using a positioning strap around their legs ((B)(6) 2025).

Event description:
An ibot user called to report that he had an incident at approximately 11am on (B)(6) when he ran over his right foot, resulting in the breaking of 2 bones (bimalleolar ankle fracture).